Event description:
User stated, the water was dripping out of the analyzer and into the walkway. Water was also pooled in the bottom of the area where the water bottle goes. No patients had been hurt due to the leak.

Manufacturer narrative:
The field service representative determined there was a broken fitting and replaced the fitting. Calibration and qc were performed to verify analyzer performance.